Event description:
Pt paralyzed following multiple puncture wounds of spinal cord (17 puncture holes in spinal cord counted by neurosurgeon who did emergency surgery) during attempted placement of intrathecal catheter for morphine pump. Pt died within 24 months.